Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-01019 and 01022. The field service rep (fsr) replaced the pump pod assembly.

Event description:
The field service rep (fsr) reported that during the notice of field correction (nfc), the roller pump would not take the software upgrade. After attempting to load the software several times, the pump will not power on. There was no pt involvement.